Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed the patient's implantable cardioverter defibrillator (ICD) exhibited noise oversensing stored as non-sustained right ventricular oversensing (nsrvo) episodes. No intervention was performed. The patient condition was not known.